Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not run and the trigger of the device was not moving smoothly. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer/drill device would not run, the electronic control unit (ecu) was damaged, and the trigger of the device did not move smoothly. It was further determined that the device failed pretest for function test ¿forward¿ and ¿reverse¿, trigger test, check trigger and ecu function, and functional test. It was noted in the service order that the device was ¿dead¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.